Event description:
It was reported that pump displayed altitude alarm and suspended insulin delivery while pump was used within normal altitude range and had speaker holes partially obstructed. There was no reported adverse impact to the customer¿s blood glucose level. Customer removed obstruction, cleaned speaker area as instructed, attempted to reconnect current cartridge, and later used new cartridge after being informed that original cartridge had not vented properly, and pump ultimately resumed normal operation.